Event description:
Customer reported a hospitalization for high blood glucose that occurred some time in (B)(6) 2014. She stated her blood glucose had been running high for a couple of days. She tried changing her insertion sites and treated with two manual injections, but her blood glucose would not come down. She went to the emergency room and was admitted with a blood glucose of 886 mg/dl. She was treated with an insulin drip. Customer stated the cause of her high blood glucose was not the insulin pump because she was still having high blood glucose after the insulin pump was removed by the hospital staff. Customer does not know the cause of her high blood glucose. Customer was advised to call in whenever she has issues for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).